Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead had dislodged and was no longer sensing or capturing appropriately.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating ra lead had fallen and was no longer sensing or capturing appropriately.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown issue. A new lead was successfully implanted. No additional adverse patient effects were reported.